Event description:
During a follow up with the home patient (hp)'s peritoneal dialysis (pd) nurse regarding the alarm, it was revealed that she had not heard about this alarm happening. The nurse stated that the patient is mentally delayed and is in a home and the staff that takes care of her have been trained and if there is any kind of system error, they are instructed to contact baxter unless there was any type of adverse event. The nurse stated that nothing was reported to them. Product surveillance then contacted a caregiver (cg), staff member on (B)(6) 2010 regarding the alarm. The cg stated that the staff was re-trained about not pressing go prior to connecting. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Correction: the following information was inadvertently omitted in the initial emdr. The cg had pressed go to start therapy before connecting to the homechoice. Proper procedures per the user manual were reviewed with the caller. This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because, the patient began therapy without being connected - use error. The patient then connected during initial drain. The lot number is unknown; therefore, a batch review was not performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The root cause investigation is in progress through (B)(4).

Event description:
A caregiver contacted global technical services (gts) regarding assistance with a system error 2240 that appeared while using the homechoice (hc) during the drain. Gts had the caregiver cycle power to clear the error and advised them to start the therapy over using new supplies. The caregiver had initiated therapy prior to connecting the patient to the patient line. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.